Manufacturer narrative:
Review of records found no indication of any failure or malfunction of the nalu system or any of its components. Lab cultures confirmed no infection was present. Physician believed that the surgical wound dehisced due to patient being noncompliant with post-op wound care.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The system was activated on (B)(6) 2024 and patient was seen again for a follow-up on (B)(6) 2024. On 29may2024 the firm was notified that a full system explant had taken place on (B)(6) 2024. During investigation by the firm, the physician reported a superficial dehiscence of the surgical wound along with some drainage from the site. Physician stated that he believed the patient had been picking at the scab, causing the incision to re-open. Oral antibiotics were administered as a prophylactic measure, however no lab results were obtained to confirm presence of infection prior to explant. On (B)(6) 2024 a surgical procedure was performed in which the nalu system was removed, the site was irrigated and debrided in the operating room. Cultures were obtained at that time and no growth was observed, confirming no infection was present.